Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation, the electrode belt failed a fall-off test. The cause for the failure was isolated to a defective u713 component (16-bit low power microcontrolling unit) on the distribution node pca board. Pins 37, 38, 39, and 42 were out of tolerance. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective u713 component. The pt rec'd a replacement electrode belt.